Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested for the monopolar curved scissors (mcs) tip cover to be returned for isi evaluation. Based on the information, it will not be returned for isi evaluation. Without the returned product, failure analysis could not be performed and as such the root cause of the alleged ¿mcs tip had fallen¿ could not be determined. Intuitive surgical, inc. (Isi) cde received a video clip related to the alleged complaint and a review of the video clip was performed by a clinical development engineer (cde). From the video, the cde observed about 9 seconds of intra-operative cleaning of tissue from between the fenestrations of the cadiere forceps using the mcs. At timestamp 00:10 and for the remainder of the video, the camera view is obstructed by tissue, and the cde was unable to see whether or not the mcs tip falls into the patient. Intra-operative cleaning of instruments is considered a misuse and is warned against in the da vinci sp instruments & accessories user manual. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mcs instrument tip had fallen. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted nipple-sparing mastectomy followed by immediate breast reconstruction surgical procedure, the monopolar curved scissors (mcs) tip had fallen during the check bleeding phase. Intra-op cleaning of the instrument by instrument was observed in the surgical video provided. It was confirmed by the nurse that the instrument appearance was the same pre and post operation. There was no fragment seen during intra-op or reported by the neuro and/or plastic surgical team that performed reconstruction afterward. The procedure was completed using the same instrument with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have a broken retaining tip cover. A piece measuring approximately 0.065" x 0.077" was missing. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip.

Event description:
Refer to h10/h11 for follow-up information.